Manufacturer narrative:
Summary of evaluation: while there is no indication that the lot of bone cement used in the procedure in any way contributed to the cause of the implant removal, a review of the sterilization records for the liquid and powder components was performed. Sterilization records for the powder and liquid components of lot red340 were reviewed. All processing and test results were satisfactory.